Manufacturer narrative:
D10: 02-010-01-0230 - logic femoral ps cem left sz 3, 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, 200-02-32 - three peg patella 32mm, a10012 - gps implant kit v2. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech knee replacement study, approximately 1 month and 5 days post the initial left total knee arthroplasty, the patient underwent a debridement, antibiotics and implant retention (dair) procedure due to a suspected periprosthetic joint infection. The tibial insert was removed. The outcome is considered to be resolved.